Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 18 months ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while ventilating a patient the root cause was determined to be secretions clogged in the expiratory valve set. There was no patient or user harm.

Event description:
Exhalation obstructed and tightness test fails.